Event description:
It was reported that the device doesn't boot up and alarming. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Both tamper seals were intact. Some minor physical damaged on lower left front corner. No error which related to customer reported problem was found in event history log. Pump was power up, but when plunger assembly was pushed half way into pump, pump was going into blank screen and constant alarm. The root cause of the reported issue was not found due to being unable to duplicate the reported problem. Actions were taken to mitigate the reported issue: replaced plunger cable. Performed maintenance and all functional testing which passed.